Event description:
It was reported that on (B)(6), 2023 a 23mm navitor valve was chosen for implantation utilziing an unknown flexnav delivery system. The valve dimensions were as follows: valsalva diameter: 25 mm, circumference of valve ring diameter: 62.4mm. The patient presented with complete right bundle branch block (crbbb). Immediately after implantation of the navitor at a depth of 4mm, there were no changes in the electrocardiogram. However, before leaving the operation room the patient developed complete atrioventricular block (cavb). A temporary pacemaker was inserted through the neck before leaving the operating room. It was thought the navitor implantation caused the heart block. The patient is reported to be stable and dishcharged. No permanent pacemaker was required.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that the patient presented with complete right bundle branch block (crbbb). Immediately after implantation of the valve at a depth of 4mm, there were no changes in the electrocardiogram. However, before leaving the operation room, the patient developed complete atrioventricular block (cavb). A temporary pacemaker was inserted through the neck before leaving the operating room. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient is reported to be stable and discharged. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.